Event description:
The user facility reported that their reliance synergy washer/disinfector was leaking water onto the floor. No report of injury.

Manufacturer narrative:
A steris technician arrived onsite and found the unit was leaking water from the door due to a damaged door gasket channel. The technician replaced the gasket door seal, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
The incorrect washer model was included in b5 of the initial MDR. This was a typographical error and the washer model subject of the event is an amsco 7053l single-chamber washer-disinfector.

Event description:
The user facility reported that their amsco 7053l single-chamber washer-disinfector was leaking water onto the floor. No report of injury.